Event description:
It was reported that the pt was placed a PICC line with help of ultrasound on (B)(6) 2012. The nurse preflushed the catheter successfully and the whole insertion process went smoothly. However, on the second day, when doing chemotherapy with taxol through PICC in the morning, the nurse found the flow speed gets slow and the pt complained back hurt and hard to lift her arm. Ultrasound result showed no thrombosis. Then doctors highly suspected leakage of the catheter. After the nurse pulled out of the catheter and did the flush again, she found there was a leak at 7 cm of the catheter.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.